Manufacturer narrative:
Patient weight not available for reporting. Date of device breakage is not known. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. DHR review for part #314.463, synthes lot #4299024. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Release to warehouse date: july 20, 2001. Manufactured by synthes (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a cannulated cruciform screwdriver was noticed to be missing a divet during a distal ulna open reduction internal fixation (orif) procedure on (B)(6) 2017. The surgeon experienced some difficulty inserting one 3.0mm cannulated screw. There was no reported surgical delay and no fragments created. The procedure was completed successfully with the patient in stable condition. Concomitant device reported: 3.0mm cannulated screw (part number unknown, lot number unknown, quantity 1). This report is for one (1) cannulated cruciform screwdriver. (B)(4).

Manufacturer narrative:
Product development investigation was completed. A visual inspection, device history records review, and drawing review were performed as part of this investigation. The device was returned and it was reported that the instrument is "missing a divet" this condition is confirmed; the instrument was returned with one of the four spokes of the cruciform tip broken off. This fragment was not returned and the location of the fragment is unknown. The balance of the returned device is in good condition, there are no significant cosmetic damages on the instrument. No new malfunctions/defects were observed. Relevant drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Although a definitive root cause could not be determined, it is likely that possible rough handling during surgery (application of excessive or off-axis force) or sterile processing has led to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.